Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be the clamp being left open by the user. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 on the homechoice machine(hc). A supply line clamp was open. The technical service representative(tsr) assisted the home patient(hp) to cycle power. System error 2367 alarm occurred. The hp elected to complete therapy using manual supplies. The hp was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.